Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 lvas, and the reported event could not be conclusively determined through this evaluation. The account reported that the patient had recently required a speed increase and was recently shocked by their aicd. Additional information received from the vad coordinator stated that the aicd shock was not device related and the patient did not receive treatment or require any medical intervention. It was unable to be determined if the speed increase contributed to the patient¿s arrhythmia. Furthermore, review of the log files provided by the account revealed no atypical events or alarms associated with the patient¿s lvad. The patient remains ongoing on heartmate 3 lvas, and no further events have been reported at this time. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that patient experienced cardiac arrhythmias. The patient received an implantable cardioverter defibrillator (ICD) shock. The ICD shock was not thought to be device related. No further information was provided.